Manufacturer narrative:
Concomitant product: product ID 3998, lot # lb0103, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported they were not sure if the device was working any longer. The device had been inactive for a while. It was noted that there were no suspected problems with the device or therapy. It was also noted that there were symptoms reported but it was later noted there were no symptoms reported. The patient's relevant medical history included lumbar radiculopathy. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.